Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s left eye. Initially, it was reported that the patient is very picky and their vision is 20/20 j2 (j2 jaeger chart result) but not happy, hard to please. Through follow-up the customer reported a lens mechanical complication and clarified that the patient is an artist. They reported blurry vision, lack of contrast in colors, and poor contrast sensitivity. There are activities the patient could no longer perform that they were able to prior to their surgery. Pre-operative best corrected visual acuity (bscva) 20/30-2. Post bscva 20/20-2 and j2. The iol was explanted and replaced with a johnson and johnson model zcb00 18.5 diopter. There were no complications such as incision enlargement, vitrectomy sutures or delay in procedure. The patient is doing well. No further information was provided.

Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data follow-up number 1 has the incorrect date returned to manufacturer. This current report provides the correction below. Section d9, date returned to manufacturer: may 29, 2025 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: may 29, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint lens was received. The lens was visually inspected under magnification revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues were observed. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.